Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The electronic records were downloaded and reviewed. The reported issue was verified. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly. There were no reports of adverse effects to the patient as a result of the reported event.